Event description:
I was reported that the patient presented for a scheduled procedure. During the procedure, the ventricular leadless pacemaker (vlp) was unable to be implanted due to the programmer not being able to establish consistent communication. It was noted that the loss of telemetry was detected. After turning off and partially removing the echo probe and altering patch placement communication was established and initial programming performed. The vlp was entered into the right ventricle with difficulty due to acute angle required in patient anatomy. Once inside communication was unable to be restored with aveir resulting in the same communication failure message. A second programmer was used on the other side of the room and was still not successful. The physician elected to vlp, re-prep the chest, extracted the current system, and re-implanted a new transvenous system successfully. There were no patient consequences.